Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and an insulin injection was administered to address the high bg. The contact reported that the customer was new to pump therapy and the cartridge run out of insulin. The contact has provided the customer with additional training.